Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, and lens indicator. Performed calibration. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to a bent tube drivearm syringe/pca. The root cause of the damage is unknown. A review of the device history record showed the device had a manufacture date of 19nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device "failed plunger accuracy test". There was no patient involvement.

Event description:
It was reported that the device "failed plunger accuracy test". The device was received for evaluation and a bent tube drive was found within the investigation. There was no patient involvement.

Manufacturer narrative:
Z-2719-2020 for iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, and lens indicator. Performed calibration. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 19nov2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device "failed plunger accuracy test". There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device "failed plunger accuracy test". There was no patient involvement.